Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) sooner than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: iw1416c90xh, abdominal stent graft; implant: (B)(6) 2009; model: af3218c155xh, abdominal stent graft; implant: (B)(6) 2009; (B)(4).